Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical jam resulting in gripper line break and stretched gripper line could not be confirmed during returned device analysis using a proxy gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported mechanical jam resulting in gripper line break and stretched gripper line appears to be related to patient morphology/pathology and user technique/procedural conditions as patient had a rotated heart making the transseptal puncture difficult eventually resulting in performance of situational steering of the cds to gain extra height likely causing excessive/unintentional tension on the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). While establishing gripper line removability test, and before deployment, the gripper line was unable to floss despite troubleshooting maneuvers. The operator did not want to risk losing the grasp so it was decided to continue with mitraclip deployment. Following deployment, significant resistance was noted removing the gripper line and the gripper line initially stretched. All the cds curves were released and the steerable guide catheter (sgc) was pointed towards the deployed clip. The gripper line was then removed without significant resistance and without further stretching observed. The cds was retracted into the sgc and removed from the anatomy. This mitraclip remained implanted and mr was unchanged at grade 4. A second cds (70724u126), was placed on the lateral side of the alfierii stitch. Again, during gripper line removability test, the gripper line was unable to floss despite troubleshooting maneuvers. Although the gripper line was unable to floss, this second mitraclip was deployed. Following cds shaft deployment and during gripper line removal, the gripper line stretched and separated. The clip delivery system was removed and the separated gripper line, still attached to the deployed mitraclip, was sticking out of the end of the sgc. It was thought that the gripper line broke off near the clip. The other end of the gripper line was pulled with minimal force and it was confirmed with fluoroscopy that the entire gripper line had been removed. Post-procedure, both implanted mitraclips remained stable on the mitral valve leaflets. The mr had been reduced to grade 1-2. There was no additional information provided regarding this issue. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip delivery system device is filed under a separate manufacturing report number.

Event description:
This report is filed on the second clip delivery system as the gripper line was unable to floss and separated during removal. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation (mr) grade 4. The patient had prior mitral valve surgery with an alfierii stitch placed at the medial side of the anterior and posterior mitral leaflets. Reportedly, there was significant remaining mr post the open mitral valve repair. Due to a high transseptal puncture, situational steering was performed with the clip delivery systems (cds) to gain extra height, however, there were no steering issues regarding the cds. The first clip delivery system (cds 70724u125) was placed at the medial orifice. As the clip was positioned, it became entangled in chordae and the gripper arms were hindered from raising to the catheter shaft due to anatomy. This mitraclip eventually successfully grasped the mitral valve leaflets; however, there was negligible impact on reducing mr. The clip was unable to be retracted from the left ventricle and into the left atrium for re-positioning. Reportedly, this clip had a solid grasp on the anterior and posterior leaflets; however, there was a high possibility of chordal interaction in addition. There was limited ability to re-position this mitraclip and the grasp was reportedly stable so it was decided to deploy at this location.